Manufacturer narrative:
This report contains additional information in section h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. As the physician was suturing the wound, the patient went into ventricular tachycardia (vt). The lead was dislodged and repositioning was performed. During that time, the helix was not deploying correctly so the lead was removed. It was noticed that there was some tissue stuck in the helix. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. As the physician was suturing the wound, the patient went into ventricular tachycardia (vt). The lead was dislodged and repositioning was performed. During that time, the helix was not deploying correctly so the lead was removed. It was noticed that there was some tissue stuck in the helix. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.